Manufacturer narrative:
The customer was requested to contact customer service so that her issue could appropriately be addressed. In follow up with a complaint handler on (B)(4) 2018, the customer clarified that, though she does not currently have mastitis, she is very prone to getting it, as she had it three times previously for which she was treated with antibiotics and a prescription nipple cream containing lidocaine. Despite multiple attempts, including in writing, as of the date of this report, the customer has not responded to questions about contacting customer service so that her issue could appropriately be addressed. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged via email to medela llc that when she uses the battery pack for her pump in style breast pump while traveling, the pump is extremely weak and it takes her close to 45 min to get 6 oz., when it usually only takes her 20 minutes to get 10 oz. She further alleged that she had mastitis three times.